Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to clinic for a follow-up and upon interrogation, a sensing anomaly and inability to pace was observed. X-ray revealed that the lead had dislodged. An attempt to reposition the lead was unsuccessful, and as a result, the lead was explanted.